Event description:
It was reported that the customer's insulin pump had been alarming no delivery for the past two months, five to six times a day. The customer's blood glucose was 565 mg/dl, which was treated with manual injection. Troubleshooting was performed; insulin did not exit the tubing and the insulin pump alarmed no delivery. The customer was advised to disconnect and reconnect the reservoir and the infusion set, and to run a manual prime process, during which insulin did exit the tubing. The customer was advised that the no deliver alarms might have been due to occlusion. The customer called back the next day and refused troubleshooting. They requested for the insulin pump to be replace. Replacement will be sent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.